Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the full lead was returned and analyzed; no anomalies found. It was observed that the proximal conductor was distorted and there was blood in/on the helix mechanism; apparent explant damage.

Event description:
It was reported that the implantable pulse generator (ipg) had ineffective pacing or the lead was dislodged which resulted in an exitblock condition. The lead and the device were replaced. No patient complications have been reported as a result of this event.